Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The field representative stated that the r waves were fluctuating, and some were undersensing. (B)(6) technical services (ts) explained that those down markers are for the atrial tachy response (atr) up and down denotation and noted that there was a straight rv undersensing. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).